Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the pocket did not close. The field service engineer (fse) had checked for shorts and bad cables, released the row using the emergency latch, opened all drawers in the row, closed the emergency latch, and then closed all drawers. When attempting to inventory the drawer, the station indicated that the drawer was open. The open/close sensor was checked for debris and dirt. Since nothing resolved the issue, the drawer controller board was replaced. The drawer was tested in hardware test application, and all drawers in mini drawer 1 were inventoried successfully. A proactive visual inspection was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the pocket 1.4 was not closing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.